Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address dislocation and metal sensitivity. Update 4/20/2015-pfs and medical records received. Pfs alleges pain and increased metal ions. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions (no labs provided). There was no mention of dislocation. The stem is being added to the complaint. The complaint was updated on:5/13/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were identified against the femoral stem. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.